Event description:
The customer reported that the systems' workstation monitors were flickering then went black during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an onsite investigation. The service rep replaced the system's power supply three. The system was tested and found to be working as intended and put back in service.